Manufacturer narrative:
Unable to prime during prime alarm test due to moisture damage noted in force sensor. The insulin pump passed basic occlusion and displacement tests. Unable to confirm delivery anomaly due to prime anomaly. However, no drive/motor anomaly noted during testing. Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. Dried insulin noted on motor slide.

Event description:
Customer reported of high blood glucose. The blood glucose was 415 mg/dl. Customer stated she was doing a bolus and the device was not delivering insulin. There was no motor error alarm. Customer declined to perform troubleshooting. Advised customer to discontinue with the pump and revert to a back-up plan. The device will need to be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.